Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the strain reliefs of the heartmate 3 system controller power cables and power cable disconnect alarms were confirmed. The heartmate 3 system controller ((B)(4)) was returned for analysis with damage to both power cable¿s strain reliefs. A log file was submitted (c2140922) and downloaded (c2220933) for review. A review of the log files showed overlapping events spanning approximately 2 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. Atypical power cable disconnects coincident with rsoc invalid faults on the white power cable were active on (B)(6) 2023 at 13:52:42 ¿ 14:06:41 and on (B)(6) 2023 at 10:24:38. These alarms cleared shortly after activating and occurred on battery power. The driveline was disconnected on (B)(6) 2023 at 14:05:49 for a system controller exchange. There were no notable alarms active in the log file. The system controller was functionally tested and upon connection of the modular cable, a power cable disconnect alarm became active. Additionally, disconnection of the black power cable activated a low voltage alarm. The continuity of the underlying wires was tested in each cable and the white power cable's brown wire was found to have an open loop. The resistances of the underlying wires were then tested and the brown wire in the white power cable was found to be electrically open. The cables were replaced with functioning test cables and connected to a mock loop and the controller was able to run for an extended period and support pump function for the extended operation without issue. The white power cable¿s outer jacket was removed, and the brown wire was found to be severed beneath the strain relief of the connector. The brown wire is responsible for the controller¿s battery gauge/rsoc (damage to the brown wire would cause atypical power cable disconnect alarms to occur). The root cause for the power cable disconnect alarms was conclusively determined to be due to the damage to the underlying wires of the white power cable; however, the cause of the damage to the wires and strain reliefs was unable to be conclusively determined through this investigation. Incidental finding: fluid ingress. The device history records were reviewed and the records revealed the heartmate 3 system controller ((B)(4)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 18dec2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation concerning power cable disconnect events. The patient stated that their system controller was alarming "connect to power". The patient exchanged their batteries and clips but the alarms persisted. The patient's white cable was reported to be somewhat "damaged". The patient was told to perform an at home controller exchange. The log files captured several power cable disconnects while connected to battery power. These events were associated with a brief reduction in the rsoc signal values on the white power lead. Motor function was not affected by these events. The alarms resolved with the controller exchange. The patient experienced mild dizziness during the exchange but that resolved quickly.